Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient was scheduled to undergo explantation on (B)(6) 2020. The patient underwent unilateral explantation and replacement with 325cc smooth mentor memorygel breast implant catalog # 3503254bc, serial # (B)(4). Per MRI report, patient also had some small cysts on the right side. On (B)(6) 2020, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast cysts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-may-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced breast cyst and a rupture in the breast implant. During visual evaluation, the device was observed to be ruptured. Microscopic examination was performed and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of our quality process, the manufacturing records of this 7540703 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per review of the file, mentor became aware that the selection for product problem was omitted in the initial report. Report has been corrected to include selection for product problem. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant medical products: 350cc smooth mentor memorygel breast implant, catalog # 3503504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with a 350cc smooth mentor memorygel breast implant has experienced postoperative right-sided rupture. Rupture was discovered by mammogram/ultrasound and confirmed by MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.